Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl, at the time of incidence. Customer was treat with cereal and milk for low blood glucose level. Customer reported that they were using auto mode at the time of incidence. Customer did not allege that insulin pump was not over delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.